Event description:
It was reported to boston scientific corporation that six months after implantation of an uphold vaginal support system in an anterior repair procedure performed on (B)(6) 2011, the patient presented with vaginal pain and mesh exposure. Reportedly, the physician believed that the uphold device was related to the patient's pain, and removed the mesh from the patient on (B)(6) 2011. Following the mesh removal, the patient was prescribed estrogen cream (exact type and prescription duration unknown), and her condition was "fine." All other information is reportedly unavailable.

Manufacturer narrative:
The complainant reported that the device was not used past its expiry date.